Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report# 1627487-2016-02550. Additional follow up received identified the scs leads were explanted and replaced. Reportedly, effective stimulation was restored postoperatively. During the surgical intervention, one lead was found fractured and the other was migrated. Additionally, the physician electively replaced the ipg with a different model.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
Device 1 of 2 reference MFR. Report# 1627487-2016-02550. It was reported the patient experienced ineffective and sporadic stimulation on right side (pain pattern: legs and some lower back). An x-rays taken revealed lead migration and also a kink in the scs leads. Also, a system diagnostics determined high impedances on the leads and amplitude cannot be increased. Surgical intervention may be taken at a later date to address the issue.